Event description:
Report received with retured device states "high pressure hose disconnected". Additional information provided by customer indicates-the rubber tube is disconnected from the motor, and the tube inside is worn out near the motor.